Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed concomitantly with an ablation procedure. During the ablation there was difficulty accessing the left inferior vein. The physician was concerned about perforation and did not finish ablating the vein. A 27mm watchman flx pro laa closure & delivery system (wds) was then implanted with no reported complications. Two hours post procedure, a pericardial effusion was noted. The physician placed a drain, but the effusion was not improving. The patient was taken to surgery to repair the perforation.

Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed concomitantly with an ablation procedure. During the ablation there was difficulty accessing the left inferior vein. The physician was concerned about perforation and did not finish ablating the vein. A 27 mm watchman flx pro laa closure & delivery system (wds) was then implanted with no reported complications. Two hours post procedure, a pericardial effusion was noted. The physician placed a drain, but the effusion was not improving. The patient was taken to surgery to repair the perforation. It was further reported that cardiac perforation was not confirmed.

Manufacturer narrative:
B5 describe event or problem - updated. H6 patient codes - updated.